Event description:
The fe reported an ad channel 8 error message. This message likely resulted in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The charger board was replaced during the service call. The system was tested and found to be working as intended and put back into service.